Manufacturer narrative:
(B)(4). Field service evaluated the unit, installed a replacement o2 cell, and performed user verification and operational verification procedure, before returning the unit back to the customer.

Event description:
The customer reported that during pretesting, the unit gives an o2 range error. They tried calibrating the o2 cell, however that did not help. They requested for field service to be dispatched to the user facility. No patient involvement.